Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer added insulin and loaded the same cartridge to resolve the issue. As well, as that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 155-165 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.